Event description:
The event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap where the customer reported that they had an issue with connecting the adapter fully to the infusion set and that they had chemotherapy leaking. They were also aware of the need to push the infusion set fully to the ledge of the spike and this was sometimes very difficult to accomplish. There was patient involvement, a delay in therapy but harm was not reported as a consequence of this event.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.